Manufacturer narrative:
Continuation of d10: product ID 977a260, serial# (B)(6), implanted:(B)(6) 2022, product type: lead, product ID 977a260, serial# (B)(6), implanted: (B)(6) 2022, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that a revision was going to happen on (B)(6) 2024.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that patient indicated about 2 weeks ago, her stimulator efficacy stopped working. Caller reports patient had disc fusion done on her neck (B)(6) 2023, massage a couple of weeks ago, and l5 injection yesterday. Caller reports the lead is implanted in the thoracic spine. Caller reports impedance performed today; 14 out of 16 contacts show avoid. Caller reports electrodes 5 and 11 are good. Impedance for contact 5/11: 3910 ohms caller reports patient indicated no accidents or fall. Electrode impedance: reference 5: 11: 3910 ohms the rest of the impedance ranging from: 18750-21420 ohms reference 11 5: 3910 ohms the rest of the impedance ranging from: 17590-21260 ohms caller reports he tried programming using electrode 5/11 with 300pw/50hz. Caller reports patient is not feeling any stimulation, programmed up to 10ma.  Additional information was received from the rep. Rep called back today wanting to know where to send the mdt file. He was told that engineering could look at data and potentially determine when issue with impedance started. Hcp and rep are needing an answer as soon as possible because they are trying to make plans for next steps. Hcp is submitting approval for full revision of leads. Pt mentioned the following that she has had massage therapy but no falls or accidents. X-rays were done of the leads and they are in perfect placement and correct location. Pt was receiving great therapy relief prior to this event.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan, product ID 977a260 (serial: (B)(6)), product type: 0200-lead, implant date (B)(6) 2022; brand name vectris surescan, product ID: 977a260 (serial: (B)(6)), product type: 0200-lead, implant date (B)(6) 2022. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2022 product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2022 product type lead h3. Analysis of the implantable neurostimulator (ins) (B)(6) found the ins was functionally okay with insignificant anomalies. H6. Conclusion code d16 no longer applies. Method code b21 no longer applies. Results code c21 no longer applies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H.6. Codes have been updated to reflect the new information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the device showed all contacts as avoid. The device was replaced and the patient recovered without sequela. Rep explained that during the replacement procedure the existing leads were connected to a external neurostimulator (ens) device and the issue resolved, indicating that the issue was a result of the ins malfunctioning.